Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to an ablation procedure. Reportedly, after blood flow was observed, the foot was deployed and the plunger was pushed in. However, a cuff miss occurred with the anterior and posterior needles. The device was attempted to be removed after the foot was retracted yet the device was stuck; it could not be moved forward or backward. A large-bore sheath was attempted to be inserted after cutting the root part of the proximal shaft; however, this approach was abandoned. As the actuator wire connected to the footplate was also cut, the device came out with the foot remaining in the vessel. The foot was held with forceps to not move. The ablation was performed. After the procedure was completed, the device and the foot were removed via surgery. Hemostasis was achieved by a surgical operation. There was no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: as the actuator wire connected to the footplate was also cut the device came out with the wire/footplate component remaining in the vessel. The detached component was held by the actuator wire with forceps to not move. The ablation was performed. After the procedure was completed, the device and detached actuator/footplate component were removed via surgery. No additional information was provided. Analysis of the returned device noted a separation of a needle tip. The separated portion was not returned with the device. Due to the extremely small size, a missing piece of the needle tip is not visible without magnification and would not be noted by the user.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. Entrapment cannot be confirmed as it is related to the case circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the reported information and returned device analysis the cause of the difficulties and the subsequent treatments appears to be related to the circumstances of the procedure. In this case, it is likely the guide broke during advancement, but was still held by the connection between the foot and the guide. The break in the guide at the guide tube junction would misalign the trajectory of the needles which would lead to the cuff misses and would prevent the foot from closing properly inducing the entrapment. A separation of the guide from the guide tube may have occurred during deployment of the needles. The trajectory change of the needles likely also contributed to the separation of the anterior needle tip as evidenced by the damage noted to the anterior cuff (cuff miss). The noted failure to cycle of both needles (cuff miss) is more indication the guide was broke prior to deployment. The break of the guide possibly induced a space of separation between the guide tube and guide/foot which allowed tissue into the space between, or the anterior foot may have been caught in the access site, creating the reported ¿it could not be moved forward or backward¿. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1562 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to an ablation procedure. Reportedly, after blood flow was observed, the foot was deployed and the plunger was pushed in. However, a cuff miss occurred with the anterior and posterior needles. The device was attempted to be removed after the foot was retracted yet the device was stuck; it could not be moved forward or backward. A large-bore sheath was attempted to be inserted after cutting the root part of the proximal shaft; however, this approach was abandoned. As the actuator wire connected to the footplate was also cut, the device came out with the foot remaining in the vessel. The foot was held with forceps to not move. The ablation was performed. After the procedure was completed, the device and the foot were removed via surgery. Hemostasis was achieved by a surgical operation. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.